Event description:
It was reported that they stated the foley catheter was placed by the urologist on the 3rd of may and it was soon after discovered that urine was leaking from the connection point between the bag and the catheter. The patient was told by a friend that was a nurse to purchase a new leg bag. The patient purchased bard bag and this bag did not solve the problem and leaking continued at the connection point. They tried several different tapes trying to control the leaking but nothing worked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿bad fit with connector". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated the foley catheter was placed by the urologist on the 3rd of may and it was soon after discovered that urine was leaking from the connection point between the bag and the catheter. The patient was told by a friend that was a nurse to purchase a new leg bag. The patient purchased bard bag and this bag did not solve the problem and leaking continued at the connection point. They tried several different tapes trying to control the leaking but nothing worked.